Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low and high blood glucose. The customer¿s blood glucose level were 35 mg/dl and 300 mg/dl. The customer was declined to troubleshoot for blood glucose values. The customer also reported that the insulin pump had diminished battery life, alarms did not work and did not make sound, reject new batteries. The insulin pump will not be returned for analysis.